Event description:
During a CABG procedure, error sound occurred at about 10 minutes after starting using. Another device was used to complete the case. There was no adverse consequences to the patient.